Event description:
It was reported "in the last two months (B)(6) there have been 6 events. Two serious events and four mild adverse events, all with vasospasm due to radial artery puncture for invasive monitoring. All the events occurred in the surgical center, since it is the anesthesiologists who puncture the artery for invasive monitoring; all punctures are guided by ultrasound and performed exclusively by the anesthesiologist and the anesthesia resident. Anesthesiologists have pointed out the difficulty in progressing the guide wire in children under 6 months of age. All punctures occur in major cardiac and neurological surgeries. We therefore need studies to prove the effectiveness of using the 24g arterial catheter in children under 6 months. We don't have any problems with the catheter, there are no flaws in the material, we don't have this data for all the batches, only vasospasm and we need to understand if, together with the manufacturer in other pediatric hospitals in the country, there is effectiveness in the caliber, lumen of the arterial vessel x size of the catheter." Additional information was requested from the customer, however further details have not been provided at this time. Associated MDR numbers include: 3006425876-2024-01146, 3006425876-2024-01147, 3006425876-2024-01142, 3006425876-2024-01141, 3006425876-2024-01143.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "in the last two months (B)(6) there have been 6 events. Two serious events and four mild adverse events, all with vasospasm due to radial artery puncture for invasive monitoring. All the events occurred in the surgical center, since it is the anesthesiologists who puncture the artery for invasive monitoring; all punctures are guided by ultrasound and performed exclusively by the anesthesiologist and the anesthesia resident. Anesthesiologists have pointed out the difficulty in progressing the guide wire in children under 6 months of age. All punctures occur in major cardiac and neurological surgeries. We therefore need studies to prove the effectiveness of using the 24g arterial catheter in children under 6 months. We don't have any problems with the catheter, there are no flaws in the material, we don't have this data for all the batches, only vasospasm and we need to understand if, together with the manufacturer in other pediatric hospitals in the country, there is effectiveness in the caliber, lumen of the arterial vessel x size of the catheter." Additional information was requested from the customer, however further details have not been provided at this time. Associated MDR numbers include: 3006425876-2024-01146, 3006425876-2024-01147, 3006425876-2024-01142, 3006425876-2024-01141, 3006425876-2024-01143, and 3006425876-2024-01145.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Clinical and medical affairs (cma) were consulted as part of this investigation. Per cma, the clinician should ensure that the artery is large enough to accommodate the catheter size or use an alternative insertion location. Vasospasm is a harm when the vessel is too small. It is recommended to use ultrasound to measure the diameter of the radial artery and choose the most appropriate catheter size before proceeding with ultrasound guidance for radial artery cannulation in infants. This will prevent inappropriate sizing of the catheter and the thrombotic complications this can incur. The IFU provided with the kit informs the user, "clinicians must be aware of complications/undesirable side effects associated with arterial procedures including, but not limited to: thrombosis, arterial spasm, etc." Without the device to evaluate, it is undetermined whether the teleflex device contributed to the customer reported adverse events. Teleflex will continue to monitor and trend for reports of this nature.